Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had broken battery tube threads, a broken reservoir tube lip, cracked belt clip slot, minor scratches on the display window, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a button error alarm and had low blood glucose. The customer's blood glucose was 54 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or exposed to moisture or water. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.